Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that they could not get the patient¿s second implant to work. The patient stated that after implant, they were in a rehab facility for over three weeks. They stated they could not walk and were in great pain. The patient reported they met with a representative (rep) who got the programming all wrong. They also reported they met with another rep who tried to program the ins but was not getting anything. The patient reported that a rep discovered the healthcare professional did not connect the leads to the ins and they were hanging down by the patient¿s ¿butt.¿ no further complications were reported. Followup was conducted. Additional information was received from a representative (rep) noting that they were not aware of the leads not being connected and did not relay that information to the patient. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2014 explanted: (B)(4) 2015 product type lead product ID (B)(4) serial# (B)(4) mplanted: (B)(4) 2014 explanted: (B)(4) 2015 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.